Event description:
Reported events of pouch dilatation, band slippage, "fluid leak from band", obstruction, "band malfunction", infection, erosion, esophageal dilatation from journal article: "outcomes of revision laparoscopic gastric banding: a retrospective study, anzjsurg.com (2012). Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 1 pts, listed in table 3 of the article, who experienced esophageal dilatation.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has rec'd no response from the authors. Esophageal dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. The infrequent occurrence is likely a consequence of one of the following: incorrect band placement, band over-restriction, stoma obstruction, excessive vomiting, or pt non-compliance. The incidence of esophageal distension or dilatation may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation.